Event description:
It was reported that the physician observed several inappropriate automatic mode switch episodes, which were caused by noise on both channels. The physician performed lead provocative testing and pocket manipulation and noise was reproducible in real time. It was noted the ventricular stimulation was inhibited due to noise and asystole occurred. The physician increased the ventricular sensitivity and with the new settings, the myopotential signals did not sense on the ventricular channel. The physician will continue to monitor the patient. The leads remain in use. No further patient complications have been reported as a result of this event.